Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and reported that the patient was having extreme high and lows and nearly ¿died last night¿. It was also noted that the reporter mentioned that the patient¿s pump kept suspending, and she would have the patient call in the issue. The patient called in to animas later that day and reported that the pump was self suspending frequently. The patient informed the animas representative that she changed out site/set on the evening of (B)(6) 2013 and went to bed. The patient reported every 30 minutes her pump would wake her with a warning that the pump was not primed. The patient stated when she awoke later on she found that her pump was in suspend mode. The animas representative noted that the call with the patient disconnected and were unsuccessful in reaching patient during multiple follow-up attempts. Additional information regarding the alleged extreme blood glucose excursions experienced by the patient was not obtained. At the time of the call, the patient confirmed the pump was set to the correct date and time. Review of pump alarm history revealed that the pump suspended on (B)(6) 2013 at 7:57pm and resumed at 8:15pm. Prior to (B)(6) 2013, the pump history revealed additional suspend alarms on (B)(6) 2013. The animas representative noted that the pump suspends with no prime delivery occurred after every time after set/site changes. This complaint is being reported because the patient reportedly developed an ¿extreme¿ blood glucose excursion while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to this event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the no related issues; data relevant to the complaint was overwritten due to extended continued pump use. The total daily dose history was appropriate per the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump was able to manually suspend and resumed per specification. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 11/03/2015-additional information: the pump successfully completed bolus deliveries. The force sensor calibration was found to be within specification. No damage or defect was observed to the pump¿s internal components.